Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause of malfunction: strip issue or user had high glucose value. Test strip UDI# (B)(4). Manufacturer followed up with initial reporter couple of times, and unable to reach him after several attempts.

Event description:
Consumer reported a complaint for error and hi display. The hospice nurse is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The caller did report symptom of patient being unconscious. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was performed by the customer and produced hi display using the meter. The test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.